Event description:
It was reported the patient underwent a revision procedure due to fluid discharge with no sign of infection and recurring incontinence resulting from a hole in the tubing by the pump and fluid loss at the connection tube close to the pump with an artificial urinary sphincter (aus). The aus pump was explanted and a new aus pump was implanted. During the revision procedure the physician observed a fracture in the tubing and the hole was identified by pumping fluid in with a syringe and fluid was flowing out of the hole. The patient fully recovered following the procedure.

Event description:
It was reported the patient underwent a revision procedure due to clear fluid discharge from the scrotum where the pump was located, specifically on the tubing above the pump with no sign of infection and recurring incontinence resulting from a hole in the tubing by the pump and fluid loss at the connection tube close to the pump with an artificial urinary sphincter (aus). The aus pump was explanted and a new aus pump was implanted. During the revision procedure the physician observed a fracture in the tubing and the hole was identified by pumping fluid in with a syringe and fluid was flowing out of the hole. The physician alleges the fluid discharge was due to a fracture in the tubing of the device. The patient fully recovered following the procedure.

Manufacturer narrative:
Additional information.